Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer (fse) found that the cylinder hose of the device was damaged. The cylinder hose had reached the end of its life and was replaced by the fse at the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, gas was leaking from the device or the cylinder hose connected to the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) concluded that the reported event was caused by the broken cylinder hose. The exact cause of the damage to the cylinder hose could not be conclusively determined, because the device has not been returned to omsc. However, it may have been caused by the use of the cylinder hose when it was damaged, such as broken or scratched. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.